Event description:
The customer indicated that during the course of surgery, while the dr. Was cauterizing, the instrument fell apart resulting in a patient burn to the pt's abdomen, which in addition to pain and suffering, resulted in scarring. The hospital was contacted and indicated that they could only recall a minor burn that occurred from compromised insulation while using an extension electrode.